Event description:
It was reported while a patient had been wearing a pod between 1 and 4 hours their blood glucose level had rose to 400 mg/dl. In addition the patient reports the pod was leaking during wear. As treatment the patient administered 9.25 units of insulin by multiple boluses.

Manufacturer narrative:
The returned device was evaluated and after the inspection, it was found that the exposed portion of the soft cannula was stretched. It could not be determined when or how this damage occurred. Despite the damage to the soft cannula, no leaks were found when leak testing the device. Regulatory report cause and trending information: could not determine